Event description:
--

Event description:
Boston scientific received information that a latitude red alert was received from this system due to atrial lead impedance measurements greater than 2000 ohms. Additionally, undersensing was noted. Fluoroscopy revealed a fracture as a result of clavicular crush. Therefore, a revision procedure was performed and the lead was removed from service and replaced. The physician suspects the patient's large size and movement when leaving the hospital contributed to the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing was performed which confirm the lead was electrically discontinuous. Lead damage was noted 225-285mm from the terminal pin and the conductor coils are deformed and flattened in this area. Microscopic inspection also shows the inside diameter of the insulation tubing at this point has distinct impressions of the adjacent coil filars, giving the lead a wave like pattern in this area. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/ first-rib region. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when evaluation of the lead is completed.